Manufacturer narrative:
Initial.

Event description:
It was reported that the pump¿s lcd failed beneath the screen, consistent with a fracture of the touchscreen component; a replacement pump was arranged and the patient reverted to backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem associated with the touchscreen fracture. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.